Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was not compliant and went swimming in the lake with her vad resulting in a driveline infection extending from the exit site all the way up to the pump. Cultures were (B)(6). The medical team attempted surgical debridement x 3, as well as infectious disease and wound care consults surgically the old sewing ring (posterior position) was removed and closed the hole with hemoshield woven double. The sewing ring and pump was put on the apex for the new pump location prior to the patient being taken for pump exchange. The patient was last reported to remain hospitalized post-exchange. Investigation is ongoing.